Event description:
Customer reports strip label expiration date is 11/30/2008 while using the comfort curve test strips. Customer call center agent reports electronic records expiration date is 7/31/2008. Batch record verification shows expiration date is 7/31/2008. No quality controls were run. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.